Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up calls on 06-jan-2022 and 10-jan-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she had not yet received the replacement products. Note: manufacturer contacted customer in a follow-up calls on 12-jan-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 140, 120, 247 and 160mg/dl. Customer stated that she tests once a day and all are am results. The customer¿s expected am fasting blood glucose test result range is 89-92mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2022 and test strips were opened 4 months ago (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 17-feb-2022: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-012: product expired.